Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported two of their front teeth are still inverted. The patient stated that they know they are not even at the bottom, but they are still curving inward on the sides. I have had this issue for a while now.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.